Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the surgeon had to reopen the incision due to length discrepancy, which caused an one hour surgical delay. Surgeon claims the coating on the implant was excessive which made the implant sit higher than is was supposed to. The product was removed and replaced with another device to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.